Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to bladder prolapse and stress urinary incontinence with concurrent anterior colporrhaphy and repair of umbilical hernia. It was also reported that on (B)(6) 2008, the patient underwent transvaginal excision of part of the anterior mesh due to dyspareunia and tight anterior mesh that folded up on itself. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).